Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was explanted, post an unresolved infection. As this was not the patients first system infection, all explanted products, as well as a tissue sample, have been sent to the local hospital laboratory for additional testing. To date, no system replacement has been discussed and no additional adverse effects have been reported.